Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. Mentor became aware that the patient also experienced bilateral capsular contracture; baker grade iii on the left and baker grade unknown on the right side. On 8/2/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample a crease was observed on the anterior and extending to the posterior aspect. Leak testing revealed within the crease a rupture in the posterior and extending to anterior aspect, measuring approximately 2.3 cm. No other anomalies were observed. The second product received is a concomitant device, no further analysis is required. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the crease/fold was created due to the stress cause by the capsular contracture which resulting in a tear at a later date. This medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: 275cc mentor smooth round moderate profile saline catalog: 3501640 lot: 247689 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient who underwent primary breast augmentation with two 275cc mentor smooth round moderate profile saline breast prostheses, suffered right side deflation post-operatively. As a result, the patient underwent bilateral removal and replacement with two 275cc mentor smooth round moderate profile saline breast prostheses on (B)(6) 2019.